Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0058230r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the previously reported event was not correct. The patient waited for greater than 6 months for a refill of 2000 micrograms per milliliter (mg/ml) baclofen. The patient had increased spasms thought to be secondary to decreased potency. It was decided to not wait longer than 6 months for further refills.

Manufacturer narrative:
(B)(4). Analysis of the pump found no significant anomaly. The pump exhibited miscellaneous eri due to time progression.

Event description:
It was reported the patient had an unspecified volume discrepancy after a refill in 2013. Following the refill the patient had overdose symptoms specified as "hypotonic". The information was reported at the time of pump explant due to eos. The pump contained compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.